Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, the device was unable to prime during the prime test due to a faulty force sensor. The motor was tested outside the device and passed the test. The unit was received with cracked case at display window corners and battery tube threads, minor scratched lcd window, and broken reservoir tube lip.

Event description:
It was reported that the customer had a motor error on the insulin pump. Customer's blood glucose level was 170 mg/dl. Customer was assisted with clearing the alarm. Customer was advised to replace the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.